Event description:
Pt had 16 fr foley system inserted due to scrotal wound noted. Urine flowing freely, red seal on catheter. Upon morning rounds, patient called out reporting "something was dripping on the floor". When rn entered room, it was noted that the tubing/ drainage bag had detached from the silicone catheter itself. After examining the tubing/ drainage bag, the red seal had not been tampered with & it was completely intact still. Pt a&o x4 [alert and oriented to four spheres] and denied pulling at it.